Manufacturer narrative:
The customer provided a photograph for investigation. The complaint kit was not returned. Review of the customer provided photograph verified the pto leak as a fluid leak is visible on the cellex instrument pump deck. The customer reported the leak was coming from the area of the recirculation pump; however, a definitive location of the leak could not be determined based on the photograph provided. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the pto leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4) n.s. 13-nov-2024.

Event description:
The customer contacted mallinckrodt to report they experienced a pump tubing organizer (pto) leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed the blood leak when approximately 1500ml of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer returned a photograph for investigation.

Manufacturer narrative:
The customer reported that approximately 400 ml of blood was not returned to the patient as a result of the pto leak. (B)(4). N.s. 11-dec-2024.